Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.

Event description:
Patient's spouse reported the patient wasn't feeling well and went unconscious. The spouse placed the lifevest on the patient and called paramedics. The lifevest properly detected vt at 17:45:23 but motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The patient received an appropriate shock during vt at 17:48:13. The arrhythmia was converted to a slower rhythm. One additional inappropriate treatment was delivered at 17:48:40 due to oversensing of cardiac activity. Paramedics arrived and performed CPR on the patient while the lifevest was still on the patient. According to the patient's spouse the paramedics reported the patient didn't have a pulse. The patient was taken to the hospital. The patient is not required to wear the lifevest while in the ICU.